Manufacturer narrative:
According to the customer, the gauze was being used while cauterizing to 'control bleeding' during a dual chamber pacemaker insertion. The customer reported that the physician noticed 'a strand piece' and 'smaller pieces' of the gauze in the 'incision area'. According to the customer, they removed the pieces with 'addisons' and 'irrigated with saline that contained an antibiotic'. The customer reported the patient did not have any additional medical intervention or serious injury due to the reported issue and the procedure was able to be completed. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the gauze was being used while cauterizing to 'control bleeding' during a dual chamber pacemaker insertion. The customer reported that the physician noticed 'a strand piece' and 'smaller pieces' of the gauze in the 'incision area'. According to the customer, they removed the pieces with 'addisons' and 'irrigated with saline that contained an antibiotic'.